Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation and the customer's report was verified and attributed to missing parts. The main selector knob, o-ring, and knob seal were installed to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.